Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had inflation, as well as gas loss issues. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
The event site name is shortened due to field character limit. The full name is: hospital (B)(6). Type of investigation not yet determined: ((B)(4)): a supplemental report will be submitted upon receipt of additional information.

Manufacturer narrative:
Testing of actual/suspected device (10) a getinge field service engineer (fse) evaluated the iabp. The fse replaced the drive manifold, soleniod control and safety disk. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. A supplemetnal report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check the cardiosave intra-aortic balloon pump (iabp) had inflation, as well as gas loss issues. There was no patient involvement and no adverse event was reported.